Event description:
The hcp reported system interrogation in 2007, had shown the pulse generator was in power on reset; the ipg did not respond after entry of the serial number in the programmer. The system longevity had been approximated by the company rep and was deemed close to replacement time. There had been a lack of effect and the pt had a history of falls. Results of x-ray analysis in the same month, had shown evidence of a possible fractured. Right sided lead and a surgical revision was anticipated but had not been scheduled due to the pt's current condition (not specified). The product would be returned after explant. There had been no pt injury reported. A f/u report will be sent if add'l info becomes avail.